Event description:
The customer reported the ventilator restarted when powered on. As the device was out of warranty, the customer contacted manufacturers product support (pse) who advised the customer disconnect the humidifier from the outlet on the back of the device. The customer reported the unit would then start up with no issues. The pse advised the customer leave the device plugged in until the battery charging light is extinguished and then perform a backup battery test and extended self test/performance verification test before placing back into service. There has been no further problems reported by the customer to date.

Manufacturer narrative:
User connection. Out of warranty; no request for MFR serv.